Manufacturer narrative:
The 14f esheath was returned to edwards for evaluation. During visual inspection, the 14f esheath was returned fully expanded as designed with the tip opened as designed. Scratches were observed on the proximal sheath shaft. No liner tear was observed. Minor flex tip gouges were observed. During functional testing, the delivery system was able to be fully advanced through the sheath with no issues observed. No imagery/cine was provided for evaluation. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review revealed no additional complaints for similar complaint codes. As the liner tear and resistance with delivery system were not confirmed, a complaint history review is not required. However, as the resistance with delivery system issue has been previously identified in a corrective action preventative action (CAPA) and product risk assessment (pra), which captures root cause analysis for the issue. The instructions for use (ifus), device preparation training manual, and device procedural training manual were reviewed for guidance/instruction involving the esheath and delivery system usage. During delivery system insertion through sheath, correctly orient the delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through the partially expandable portion can be higher that the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. In expectation of high friction, use short movements. Push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in the rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in the sheath slightly pulling back the sheath 1-2 cm while advancing the thv/ delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as single unit and replace. Do not over-manipulate the sheath at any time. Based on the review of the IFU/training manuals, no deficiencies were identified. During manufacturing of the esheath introducer set, the sheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The resistance between the delivery system and sheath shaft were confirmed based on the visual inspection of returned device. Investigation of the device, DHR and lot history revealed no indication that a manufacturing non-conformance contributed to the event. Review of manufacturing mitigations supported that the sheath has proper inspections in place to detect issues related to the reported event. No IFU/training manual deficiencies were identified. As reported, 'the physician was having a hard time advancing the s3ultra valve (sn (B)(6)) through the esheath'. Per the provided case notes, the patient's access vessel was mildly calcified and tortuous. Additionally, the insertion angle was noted to be near 45 degrees. Per training manual, 'push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification'. The presence of calcification and tortuosity, in addition to a steep insertion angle, can create a challenging pathway during the delivery system insertion through sheath resulting high push force and high resistance. These patient and procedural conditions, in conjunction with the exposed apices of the crimped s3u valve, may increase the rate of the valve getting caught on the sheath, preventing further advancement. A CAPA has identified potential areas for s3u design/ process improvement to mitigate against the future. As such, available information suggests that patient (calcification/tortuosity) and procedural factors (steep insertion angle) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. In this case, a peripheral artery complication occurred and was possibly due to procedural factors (device manipulation) and/or patient factors calcification of the access vessel that may have contributed to the complaint event. The liner tear was not confirmed based on the visual inspection of the returned device. Investigation of the device, DHR, and lot history revealed no indication that a manufacturing non-conformance contributed to the event. Review of manufacturing mitigations supported that the sheath has proper inspections in place to detect issues related to the reported event. No IFU/training manual deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. As there was no confirmed defect, no corrective or preventative actions are required. However, after review of the similar reported issues a CAPA was initiated to investigate issues associated with insertion of the valve through the sheath using the sapien 3 ultra system. The CAPA is currently in the implementation phase. As no manufacturing non-conformances or IFU/training manual deficiencies were identified, no escalation to a pra was required. However, per management discretion, a pra has been previously initiated to assess risks associated with high push force of the commander delivery system with sapien 3 ultra through the esheath. The pra documents the potential for difficulty navigating delivery system through anatomy, resulting in percutaneous intervention, or surgical intervention', which did occur during this event. The risk levels remain unchanged.

Manufacturer narrative:
UDI: (B)(4). Investigation is ongoing.

Event description:
As reported, during a tf tavr case, the physician was having a hard time advancing the sapien 3 ultra valve through the esheath. While they were advancing the system through the aorta the wire came out of the lv and they removed the entire system. A new set of devices was prepared and tavr went well. After they removed the esheath they found bleeding from the access and deployed 3 stents to treat vascular complications. The resistance was noted in the proximal portion. The loader was fully inserted, and the delivery system was in the default position. The insertion angle was 45 degrees and the vessel was not pre-dilated. The device is being returned for evaluation.